Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible. Therefore, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
It was reported that a patient experienced a temporomandibular joint strain with significant pain directly caused by in office guidance during dental a implant procedure.